Manufacturer narrative:
This event has been recorded by zimmer biomet in (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit gave an incomplete mesh on a previously recovered cadaveric donor skin. There was no damage to any part of the device when the event occurred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). On august 29, 2018, it was reported that the unit gave an incomplete mesh on a previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was july 2, 2018 where it was reported that the device produced an incomplete mesh and the device was evaluated with no components replaced. This is not a related issue. Product review of the skin graft mesher on september 5, 2018 revealed that the roller and roller gear were damaged. The calibration was out of specifications but the device produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 5, 2018 which included replacement of the roller and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by zimmer biomet surgical it was noted that the device produced a passing sample mesh with the test cutter and the 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. However, it is unknown that what cutter customer used to mesh the graft. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet surgical it was unknown what cutter customer used to mesh. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.